Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the button were unresponsive and when she wake up in morning was unable to see half of screen just graph was visible. Customer also stated that they received pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.